Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; g2; h1; h6

Event description:
Healthcare professional reported no complaint against the right side device. The record is no longer deemed to be reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture baker grade IV"; montelukast¿ and "massages" provided as treatment. This record is for the right side. The device remains implanted.